Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to shorted u727, u728, and esd700 components on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the components. Manufacture dates: monitor: 12/2/2015, belt: 3/27/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. Prior to passing, the patient received an appropriate treatment from the lifevest. At 1:07:28 pm, the patient received the treatment. The patient's rhythm at the time of the treatment was ventricular tachycardia (vt) at 270 bpm. The patient's post-shock rhythm was sinus rhythm at 60 bpm. A non-treatable rhythm was declared by the lifevest at 1:07:45 pm. Further ECG recordings are not available. The patient's exact time of passing is unknown as the patient was alone at the time of passing. The patient was found deceased around 9 pm by his roommate. There are not allegation against the lifevest. The device acted as designed and was able to treat the patient's arrhythmia and convert it to a slower rhythm. After the treatment event, it was reported that the patient's monitor was unable to power on. Further ECG recordings after the treatment event are not available due to the damage to the monitor.